Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, when inserting a lens using a cartridge and injector, the lower haptic was observed to protrude. The optic and upper haptic are trapped in the injector with the plunger inside the anterior chamber, attempting to lower the haptic. The maneuver was performed without success. The second lens was inserted without complications. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9.,h.3.,h.6 and h.11. The product was returned for analysis and damage was observed to the intra ocular lens (iol). No cartridge was returned. Intra ocular lens (iol) returned positioned incorrectly in the iol case. Solution is dried on the iol. One haptic is broken or torn and not returned, the other haptic is deformed. The optic is torn or split-cut dividing the optic into 3 segments adhered to each other. Unable to conduct dimensional testing due to condition of returned sample. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify the root cause for the reported complaint lower haptic observed to protrude, optic and upper haptic are trapped in the injector as only the intra ocular lens (iol) was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. Unable to conduct dimensional testing due to condition of returned sample. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).